Event description:
An optometrist reported that a pt presented with trace diffuse lamellar keratitis (dlk) in the right eye, 2 days following lasik surgery. The pt reported good vision and comfort. In a follow up, a tech reported that the topical steroids were increased to treat the event which has resolved. No further info is expected.

Manufacturer narrative:
Eval summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).